Event description:
Healthcare professional reported left side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b.5., d6b., h.6.

Event description:
Healthcare professional reported "findings rupture with MRI". Healthcare professional reported by rga and fu "history breast trauma accident, mva/seatbelt injury". Not device related. This record is for the left -side. Device has been explanted.